Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The freedom driver was not supporting a patient at the time of the event. The customer, a syncardia authorized distributor, reported that the freedom driver did not pass the system check. When the battery was inserted, the freedom driver started after 3-4 seconds with a fault alarm.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms indicating a continuous open or short of the bottom dead center (bdc) sensor detected and secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found the left anchor boss of the front housing spinning in housing as well as the bottom left anchor boss pulled out and the bottom right anchor boss was cracked. Lubricant was found on the edge of the speaker cylinders, a melt mark was found on the ribbon cable running from the speaker to the lcd screen where it bends closest to the primary motor. Both motors were found out of their primary alignment and both were found to spin freely when turned by hand. Freedom driver alarmed immediately upon powering due to secondary motor engagement. All other areas of functional testing were passed at incoming inspection. Additional testing included measuring the output of the main pcb f1 fuse due to previous investigation findings concluding a blown f1 fuse was the root cause. Investigation confirmed this was the root of the reported problem and a known functional main pcb was installed and driver was retested. Driver did not alarm or result in secondary motor engagement, however, driver failed functional testing for out of specification outputs. A known functional pca was installed and driver passed all areas of functional testing without alarm or malfunction. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the alarm and unintended secondary motor engagement was due to a faulty main pcba. This is a known issue that is currently under investigation. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found during visual inspection was cosmetic only and the out of specification output values were unrelated to the reported complaint. Device not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient at the time of the event. The customer, a syncardia authorized distributor, reported that the freedom driver did not pass the system check. When the battery was inserted, the freedom driver started after 3-4 seconds with a fault alarm.